Manufacturer narrative:
The biomedical engineer (bme) reported that the gz telemetry transmitter randomly powers itself down and does not come back on even if you put in new batteries. The customer is reporting that if they set it to the side with no batteries for a few hours, when they put batteries back in, it works normally for a while before the behavior randomly repeats. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the gz telemetry transmitter randomly powers itself down and does not come back on even if you put in new batteries. The customer is reporting that if they set it to the side with no batteries for a few hours, when they put batteries back in, it works normally for a while before the behavior randomly repeats. No patient harm was reported.